Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd difco¿ purple agar base had no growth after being autoclaved and combined with arabinose solution, producing a "strange" color. A second batch was produced in an agar digester, but it also failed to produce growth. There was no indication that the results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "plate is not working correctly (no growth), when plates manufactured from this lot. Previous lot was working fine. A short time ago, we got a box of older lot... And the arabinose agar did well. The agar was made entirely in an autoclave because we made small quantities, liter at a time. Then came the new lot and we had mixed the old and new powder into the next batch. It was already working poorly. It was then tested that the agar (new lot only) was autoclaved and the arabinose solution was dissolved and filtered sterile and added to the agar after autoclaving. Did not work out. I thought the autoclave was too harsh a treatment for the sugar solution because the agar was a strange color. We then made a two-liter portion in an agar digester, where arabinose was also added to the newly cooled agar. This batch was the right color and worked with our quality control bacteria and the plates were sent... A message was received yesterday that they were not working. Only these two substances enter the agar. However, it was done with us without any problem before the lot changed."

Event description:
It was reported that the bd difco¿ purple agar base had no growth after being autoclaved and combined with arabinose solution, producing a "strange" color. A second batch was produced in an agar digester, but it also failed to produce growth. There was no indication that the results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "plate is not working correctly (no growth), when plates manufactured from this lot. Previous lot was working fine. A short time ago, we got a box of older lot... And the arabinose agar did well. The agar was made entirely in an autoclave because we made small quantities, liter at a time. Then came the new lot and we had mixed the old and new powder into the next batch. It was already working poorly. It was then tested that the agar (new lot only) was autoclaved and the arabinose solution was dissolved and filtered sterile and added to the agar after autoclaving. Did not work out. I thought the autoclave was too harsh a treatment for the sugar solution because the agar was a strange color. We then made a two-liter portion in an agar digester, where arabinose was also added to the newly cooled agar. This batch was the right color and worked with our quality control bacteria and the plates were sent... A message was received yesterday that they were not working. Only these two substances enter the agar. However, it was done with us without any problem before the lot changed."

Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on your complaint related to bottle purple agar base 500g, catalog number 222810, batch 0063494, and complaint #(B)(4) for performance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance, ph and cultural response with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been four other confirmed performance complaints on this batch. The other customer complaints were alleged against the performance of listeria spp. With this media. Severity, occurrence, and risk of the incidence of this defect was evaluated via CAPA-initiation determination. Purple agar base is intended to be used with added carbohydrate in differentiating pure cultures of bacteria, primarily for the differentiation and presumptive identification of gram-negative enteric bacilli based on patterns of carbohydrate fermentation. No performance issues were noted at the time lot 0063494 was released. The root cause identified for this performance defect was that fermentation reactions of gram-positive enteric organisms, including listeria spp, enterococcus faecalis and enterococcus faecium were previously not included in the qc organism test battery for this product. As a corrective action, listeria spp. Were selected as representative gram-positive enteric organisms to screen for unexpected fermentation reactions in unsupplemented media with gram-positive enteric organisms. No photos or returns were received for investigation. The complaint states that purple agar base is used in conjunction with arabinose and obtaining undesired positive reactions with enterococcus faecalis and enterococcus faecium. Enterococcus sp. Are not tested for release of this product; consequently, bd does not have any historical data related to the expected reaction of enterococcus sp. In purple agar base. Bd attempted to replicate the customer¿s preparation and test methods with e. Faecalis atcc 29212 and e. Faecium atcc 19434. A retention sample of the complaint batch was tested for performance of enterococcus against a reference batch. The samples were prepared per label instructions as plain media and with arabinose. Flasks were mixed well and heated with frequent agitation and boiled for one minute. Media was tubed and autoclaved at 121°c for 15 minutes and allowed to cool to room temperature in a slant position. Tubes were inoculated with atcc 29212 and 19434 and incubated at 33-37 ° c for two days. Good growth was observed on reference and retention tubes for both organisms after two days. An undesired yellow (acid) reaction was observed for both organisms in the unsupplemented retention tubes. The reference tubes displayed no reaction for either organism. This complaint has been confirmed. Bd has implemented corrective action to CAPA 4058870 has been initiated address root cause for this defect in future 222810 lots. Bd will continue to trend on dcm performance complaints. If you have further questions, please contact technical services.